Event description:
The customer reported the system displayed an error hi ma message. No reports of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator was calibrated. Also, a filament calibration was conducted. The system was then found to be working as intended.